Event description:
As reported, the indicator window on a 6f exoseal vascular closure device (vcd) did not change color. Hemostasis was achieved by manual compression for 8 minutes. There were no reported injuries to the patient. The device was stored and prepared per the instructions for use (IFU). The procedure used an antegrade approach, and the exoseal vascular closure device (vcd) was used in an interventional procedure. The patient¿s body mass index (bmi) was not greater than 40, and the physician was certified in the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. One exoseal device was used with a non-cordis sheath. Angiography confirmed the femoral artery was suitable, including the vascular sheath introducer insertion angle of 30¿45 degrees, and the vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque at the puncture site, no nearby stent, no stenosis greater than 50% at or near the puncture site, no prior closure device or manual compression at the target femoral site within 30 days before the procedure, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician¿s thumb was not placed on the plug deployment button during retraction, no red color appeared in the indicator window during retraction, and the indicator wire loop was deployed and visible upon device removal with no anomalies noted. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.